Event description:
It was reported that "while drilling holes with this twist drill the tip snapped off in the patients skull. The surgeon had to burr around the inbedded part and remove it. That imbedded part came out, but ended up on the theatre floor somewhere." It was reported that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation confirmed that the tool was broken 0.082" from the shoulder. The likely cause was identfied as lateral rotation being applied while the tool was stationary, inducing the fracture. The user manual contains the following warning 'do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.' (B)(4).